Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing came out due to which she experienced high blood glucose level. Therefore, they tried to treat it via correction bolus via pump, but on (B)(6) 2023, the patient went to emergency room and was hospitalized due to high blood glucose level. Further, the patient was transferred to the intensive care unit. Her blood glucose level was 800 mg/dl at the time of incident and high ketone level which the healthcare professional assessed as dangerous/life threatening. Moreover, this issue occurred with one infusion set which had been used for less than 12 hours. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.